Event description:
Reporter indicated that vns pt's family member noted 2 different pupil sizes after implant surgery. Treating neurologist indicated that the symptom could be due to horner's syndrome or to other nerve damage during the implant procedure. The pt is scheduled for exploratory surgery.